Event description:
The account alleged that the foot right caster collapsed on this bed when there was a pt in the bed. When the bed started to collapse, a family member attempted to support the bed. No injuries. The pt was transferred to another bed.

Manufacturer narrative:
The tech inspected the bed and found the lower left end frame where the caster is located was bent, the other three casters were ok. The tech's findings are consistent with abuse. Account is not repairing bed.